Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after routine checked of this implantable cardioverter defibrillator (ICD) the patient can feel when in atrial fibrillation (af) and felt different. Patient was not sure if device was working. The patient was not sure what was done differently at the device check. Attempt to obtain additional information was unsuccessful. Boston scientific customer services (cs) referred the patient to the physician. Device still remains in service. No adverse patient effects were reported.